Event description:
It was reported that the patient had a methicillin-sensitive staphylococcus aureus (mssa) driveline infection with drainage at the site. The infection was initially treated with cefadroxil. The patient underwent a transplant because of the infection on (B)(6) 2022. The device operated as expected and would not be returned for evaluation.

Manufacturer narrative:
Information regarding the onset of the patient's driveline infection was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
The onset of the patient's driveline infection will be reported under manufacturer report number 2916596-2022-16207. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.